Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site (B)(4) 2013. Suspect device has not been returned to manufacturer for investigation. Part not returned to manufacturer.

Event description:
A medtronic representative reported a navigation system vertek arm that would not tighten properly. There was no patient present when this issue was identified.

Manufacturer narrative:
The starburst end of the vertek arm does not release when the handle is turned. The remainder of the vertek arm locks and releases normally. A new vertek arm has been sent to the site for issue resolution. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".